Event description:
Our rep. Is reporting that the patient underwent an arthroscopic meniscal repair in 2008, with the use of rapidloc as the fixation device. At this time, the inserter needle appears to have come off of the applier into the patient's joint space. This was not noticed at the time by either the surgeon or the staff. Consequently, at some time post-op, the patient developed a reaction (infection ?) And somehow the needle presented. The patient pulled the needle from wherever in the knee area that it materialized. At this point in time, the patient is seeking treatment from another surgeon and facility. This is all of the information that has been made to mitek at this time.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. Our conclusions will be the subject matter in the follow-up report.